Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was possible that this phenomenon might be attributed to accumulation of dust inside the subject device, and/or dust and sign of oxidation of the vide connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the endoscopic image was not displayed. There was no report of patient injury associated with the event.